Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-02875 & 1627487-2019-02877.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2019-02875 & 1627487-2019-02877. Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the entire system was explanted.

Event description:
Device 1 of 3: reference MFR. Report#: 1627487-2019-02875 & 1627487-2019-02877. It was reported the ipg can not go into MRI mode. As a result, the patient will undergo surgical intervention on a later date.